Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision due to infection. Date of implant: unknown; date of revision: (B)(6) 2021; (right knee). Treatment: revision; insert was revised.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary: the device associated with this report was not returned for analysis. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Event description:
Patient was admitted to the ER for chest pain with EKG suggestive of pericarditis, shortness of breath, knee pain and swelling. She was diagnosed with acute hematogenous sepsis with hypotension and elevated lactate and white blood count. Aspiration of the knee showed gross pus and gram-positive cocci. Patient was cleared from sepsis and returned 4-5 days later for a poly swap on (B)(6)2022. On (B)(6)2021 patient with primary acute hematogenous sepsis underwent a poly swap, complete synovectomy with irrigation and debridement and placement of antibiotic-containing pellets. Intraoperative findings include gross pus within the knee, laxity on the lateral side with a large flexion gap posterolaterally requiring a 5mm thicker poly insert. There was also baker¿s cyst suspected to be filled with pus and significant scarring around the patella and extensor mechanism.